Event description:
I was checking my glucose, with my libre 3, and it read " high" and it showed a straight red line going across it. Although I didn't feel symptomatic and did not eat a high carb meal or one high in sugar, I gave myself 20 units of fast acting insulin. I checked it again in thirty minutes and the screen was blank and stated " sensor error". It did not show any data from today or yesterday. I came to this website to report this and saw that different lots # were affected. I want to report that mine did this also. I can send it back to you for evaluation. As a rn (registered nurse), this could have led to a sentinel event. The lot # is t60002272. The serial # is (B)(6). I started wearing it on (B)(6) 2024. I do not have a backup glucometer to check my glucose when an unexpected error occurs.